Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a neuro intervention procedure using a 6f sheath. Reportedly, after suture deployment, when the lever was closed to retract the foot and an attempt was made to remove the device, the device was stuck and could not be removed. Force was used and the device was able to be removed from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device code: (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, excessive force was used to remove the device. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.